Manufacturer narrative:
Additional information: the customer did not retain a sample for this complaint report; functional testing, device history record review and lot review could not be conducted. Without a sample, it is not possible to isolate the root cause. (B)(4).

Event description:
A customer reported that there were bubbles in the infusion line during an ophthalmic procedure. There was no patient harm. The product sample was discarded. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).